Event description:
The device was returned for service. During service the device had failure code 814:01 found in the event history. The hospital representative stated they have no record of any patient injury or medical intervention.